Manufacturer narrative:
Device rewind properly and no anomaly noted. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had to glue on reservoir lip back and button down to window of reservoir. Customer's blood glucose value was unknown. Customer stated that insulin pump had few crack and slow rewind sometimes. The device will not be returned for analysis.